Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have a segment of the conductor wire dislodged at the grip tip routing groove. A loop of the wire protrudes above the outer surface of the grip tip routing groove. The wire insulation was damaged and the instrument passed the electrical continuity test. The instrument was found to have damaged conductor wire insulation at the grip tip groove. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The initial complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the firing feature of the 8 mm force bipolar clamp did not work at any point. There were no delays. The procedure was completed with no reported injury.